Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that no post-dilatation and under expansion of the left anterior descending scaffolds resulted in restenosis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4). Although the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional absorb scaffolds referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure on (B)(6) 2014 was to treat a chronic total occlusion in the proximal to mid left anterior descending artery (lad) and a 90% stenosis in the proximal left circumflex (lcx). There was mild tortuosity and moderate calcification. The patient presented with stable angina. Pre-dilatation was performed in the proximal to mid lad with a 2.0 x 10 mm and a 2.0 x 20 mm balloon. The 2.5 x 18 mm absorb scaffold was implanted in the mid lad and the 3.0 x 18 mm absorb scaffold was implanted in the proximal lad. No post-dilatation was done. The proximal lcx was pre-dilated and the 3.0 x 28 mm absorb scaffold was implanted and post-dilated with a 3.25 x 12 mm nc trek balloon. On (B)(6) 2016, the patient returned with chest pain. Angiography showed the 99% restenosis in the proximal to mid lad scaffolds (3.0 x 18 mm, 2.5 x 18 mm) and 50-60% restenosis in the proximal lcx scaffold (3.0 x 28 mm). A 2.25 x 28 mm xience alpine stent was implanted at the mid lad, overlapped with a 3.0 x 15 mm xience xpedition stent at the proximal lad. The lcx was medically treated. The final outcome was good. Reportedly, the patient has been on dual antiplatelet drug therapy (dapt) of plavix and aspirin since 2014 until present. No additional information was provided.